Event description:
Customer reported that a pt presented with hiccups and a bowel obstruction secondary to adhesions to surgical tackers one week following a combined bilateral inguinal and umbilical hernia repair. The pt was returned to surgery for a diagnostic laparoscopy and adhesiolysis. The pt showed improvement and was discharged.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00000 for the other medwatch. The same pt is represented in each medwatch.